Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an occlusion alarm on the ilet that resolved after an infusion set and supply change, and during the rewind the piston sounded different. The device continued delivering insulin and blood glucose was not affected, with troubleshooting and education provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included monitoring after supply change. Investigation of this case revealed that the occlusion resolved with standard supply replacement, with no additional device issues observed and no recurrent alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was consistent with a transient occlusion related to disposable supplies.